Event description:
It was reported by the rep that the 1 tsw35 was used during an unk procedure. It was reported that the instrument did not fire properly. The case was completed with a new device and there was no consequence to the pt.